Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05mar2020.

Event description:
It was reported that the indicator for ac (alternating current) power was not illuminated despite the unit being connected to ac power. There was no patient involvement.

Manufacturer narrative:
G4: 07jul2020 b4: (B)(6)2020 d4: UDI# (B)(4) the power supply failed was returned to manufacturer to failure investigation (fi) for analysis. The original complaint was verified, the ac power failed due to electrical short on q1. Noted poor solder at middle pin of q1 and damage on both surface mount resistor and through hole resistors near q1. Two through hole resistors and the surface mount resistor were all found to have different resistances than those on a known, good power supply. No other factors contributing to power supply fail were found. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04mar2020 b4: (B)(6)2020. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The unit would not start up on ac power only. There was no issue observed with the ac cord. The international service technician replaced the power supply and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.